Event description:
It was reported that an intermittent, ongoing occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The customer performed a supply change and resumed insulin therapy.